Event description:
The facility reports during transfer from the chair to the bed, the leg strap detached. The pt fell out of the sling, hitting their head on the base of the lifter. The pt was taken by ambulance to the hosp. The pt suffered a laceration to the back of their head, requiring four (4) staples.